Event description:
Pt used a product called thermacare made by procter & gamble. Pt placed the product around their neck and then noticed about 1 hour later that their skin was burning really bad. Pt removed the pad and noticed that the necklace they were wearing slipped into the pad and acted like a heat source, which caused a second degree burn. Pt wrote a letter to the co letting them know what happened and that a product warning label needed to be added to the package, warning to remove any metal in the area to be treated. The co responed with a simple form letter.